Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550 ml. Flor rate: 5 ml/hr. Procedure: rotator cuff. Cathplace: continuous interscalene nerve block. Pt pushed the bolus button and all the medicine dispensed at once. Pt was short of breath and experienced some hoarseness. Date of surgery: (B)(6) 2011.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: a f/u report will be filed when investigation has been completed.